Manufacturer narrative:
Unit received with button error alarm and had unresponsive act and down buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.